Event description:
The customer observed falsely elevated sodium results generated on an alinity c processing module for three samples, however only provided two of the patient results. The following data was provided (normal reference range 136-145 mmol/l): sid: (B)(6) initial result = 169 mmol/l, rerun on other instrument = 142 mmol/l. Sid (B)(6) initial result = 177 mmol/l, rerun on other instrument = 143 mmol/l. There was no impact to patient management.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. A complaint investigation was conducted for the alinity c processing module, serial number (B)(6) to address the customer¿s observation of falsely elevated results. The customer performed the recommended troubleshooting, that included flushing the wash cup and ict module, washing the cuvettes and recalibration of pipettors without issue resolution and the field service representative (fsr) was dispatched. The fsr inspected the alinity c processing module and replaced the worn 1ml syringe resolving the issue. The 1ml syringe was determined to be the cause. No additional result issue has been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends regarding the event. Labeling was found to be adequate for the complaint issue. Based on our investigation, no systemic issue or deficiency was identified.